Event description:
The report received from the affiliate indicated that during an interventional neurological procedure for coil placement, the physician requested an orbit mini complex fill 4 x 10 coil for the procedure. When the packaging was opened, the coil was reported to be a helical coil instead. The physician feels the product packaging/labeling description was incorrect/mislabeled. The account did not have any additional coils with this lot number. No other coils were used prior to this product issue. The procedure was elective. There was no target lesion, procedure, or patient information provided or available. The procedure was completed successfully with another orbit coil. There was no reported patient injury.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13448866 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Thirty-four (34) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Non-conformances: no non-conformance records were issued for this lot. Subassembly DHR review: coil assy lot 13438188 was reviewed. It was observed during review that no non-conformances were generated and no other incidents were noted that could be potentially related to the complaint reported. Five (5) units were rejected during the subassembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Coil assy lot 13409728 was reviewed. It was observed during review that no non-conformances were generated and no other incidents were noted that could be potentially related to the complaint reported. Fifteen (15) units were rejected during the subassembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. A DHR review was performed for the three lots (13450901, 13450899 and 13450905) manufactured before the lot involved in the complaint, and was also extended to the lots 13450906, 13450908 and 13452750 that were manufactured after the lot 13448866. No anomalies that could be related to this failure were found. These lots were complex or mini fills coils. Lots were 100% inspected for shape of the embolic coil. All units pertaining to these lots were correctly labeled, and no anomalies were found. Also during the DHR review, it was observed that there were no helical lots assembled, annealed, or packaged on the same dates as this lot. The only helical coil subassembly being produced in the same week was 2x4 helical coil, which presents a significant difference in their dimensions with respect to the product of the complaint reported.